Event description:
It was reported that a spectrum pump failed the downstream occlusion test with values over 19 psi (too high). This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was not reproduced. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. The device was tested for downstream occlusion detection at low, medium and high settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.